Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual review confirms inner threaded shaft reversed and implant interface threaded onto knob as received. The knob set screw was below the threaded rod. Visual and optical examination of the threaded inner shaft identified clear set screw witness marks on rod face, consistent with proper assembly and sufficient tightening. Returned components were able to be re-assembled together and evaluated with sample intervertebral implant; the sample implant found to be securely attached to re-assembled inserter. The inserter requires dis-assembly for proper cleaning and sterilization after usage. The above observations are consistent with inadequate tightening of knob set screw after cleaning, sterilization and re-assembly.

Event description:
It was reported that the shaft became loose when tightening the graft during an unspecified spinal surgery. No patient complications are associated with this event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.